Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During initial implant procedure, high pacing impedance was noted while positioning the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, high pacing impedance and helix rotation issues were noted while positioning the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences